Manufacturer narrative:
Customer was advised not to test grossly bloody or turbid samples. Customer further advised that hcg is on hold at this time. Both lots identified in the report have been recalled by the MFR for potential false positive and borderline results.

Event description:
Customer reports multiple errant results with urine hcg testing including 3 false positive and 1 false negative. The false negative result was from a female who had an abortion 2 weeks prior to testing. Sample tested was grossly bloody (sample contained blood clots) and tested negative. Upon retesting on same instrument, sample tested positive. No injury was reported; however, pt who was informed that they were not pregnant because of the original false negative result was very upset and required a psychiatric eval.